Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 16.5-18.0cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. External insulation abrasion was noted at 11.5-12.3cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Event description:
It was reported that noise was observed on the rv lead. Noise was reproducible with movement of the left arm. Insulation abrasion was noted at the proximal end. The lead was explanted and replaced with no complications. The patient's condition before, during and after the procedure was good.